Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope displayed a scope communication error message. The issue was found during inspection for use of the device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and corrections. Updated fields: b5, d9, h2, h4, h6 and h11 corrected fields: a2, a4, a5, a6, b6, b7, h6 and h11 the device was not returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the cause of the reported malfunction scope communication issue could not be established. The customer contacted olympus technical assistance center (tac) via phone and reported a scope communication issue with the on-screen message -please call olympus. Troubleshooting steps were performed, including instructing the customer to power off the tower, remove the endoscope, clean the scope contacts with alcohol, allow the contacts to dry completely, reinsert the endoscope, and power the tower back on. The customer informed tac that the issue was resolved following these steps. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer